Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins in interconnect cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the c-arm would reboot on its own. There is no report of death or serious injury associated with this complaint.